Event description:
It was reported that the wake button was unresponsive resulting in the customer experiencing an elevated blood glucose (bg) of 600-700 mg/dl. The customer administered a correction injection to address bg. Reportedly, the pump display turned on when plugged into a power source. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned